Manufacturer narrative:
We are attempting to gather additional information of the reported event. To date, no clarification has been received however the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the probe ruptured and the doctor had to remove a piece of it in the digestive tract by endoscopy.

Manufacturer narrative:
Submit date: 15-mar-2018. Additional information received by the sales rep on 02-mar-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral access feeding tube broke. The physician noticed the issue when going to change the feeding tube for a gastrostomy tube. The remaining feeding tube piece was removed from the duodenum by endoscopy. Patient's information, patient's medical history and patient's current status was not provided. Lot number and sample was not provided.